Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy. According to the reporter: the bag has a hole in it. According to the surgeon no part of the device dropped in the patient. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.